Event description:
During the procedure the spring tip detached. The tip remained either in the scope or the dilator and was retrieved. It is unk how many uses this device has had. Another same device was used to complete the procedure.